Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing, noise and suspected electromagnetic interference was mentioned not confirmed. The ra lead remains in use. It was reported that noise was noted on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.